Event description:
Number 35 was flashing on machine. The machine read "regrasp" and would only intermittently work.====================== manufacturer response for forceps, cutting, esu, pks======================rep for company called and notified. Available to pick up.